Event description:
A healthcare facility in another country reported that an rt340 adult breathing circuit was leaking from a pin hole in the connector next to the wye piece on the expiratory tube. It was reported the circuit was failing a ventilator leak test. No patient consequence was reported.

Manufacturer narrative:
The product referred to in this complaint is not sold in the USA, but it is similar to a product which is sold in the USA. The device is en route to the manufacturer for inspection. A lot check revealed no other similar complaints for this lot number.